Event description:
All of a sudden I start choking [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a patient who received glycerin (biotene) unknown (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene. On an unknown date, an unknown time after starting biotene, the patient experienced choking (serious criteria gsk medically significant). The action taken with biotene was unknown. On an unknown date, the outcome of the choking was unknown. It was unknown if the reporter considered the choking to be related to biotene. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via call center representative on 10aug2022, the consumer stated that, "I am using a ventilator and got a dry mouth from it, so I start using your product. All of a sudden I start choking. On the outside of your biotene product is written that coughing or chocking is a hazard of that medicine, so I am wondering what could you suggest to clear that".

Manufacturer narrative:
Argus case: (B)(4).